Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system generated erroneous electrolytes results. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the flowcell, carbon bridge, all electrodes and modular chemistry sample probe. The fse also rebuilt the electrolyte injection cup and checked alignments.